Event description:
The device was inserted on (B)(6) 2014. On (B)(6) 2014, the nurse found the patient had removed the device himself. It was observed that the catheter had separated from the hub. The patient had an x-ray on his right arm and chest in attempts to locate the catheter tubing, but it was not found.

Manufacturer narrative:
The sample is available for evaluation. Upon completion of the investigation, a supplemental report will be submitted.